Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the lead exhibited high capture thresholds and high lead impedance. The lead was then disconnected from the pulse generator and tested with a programmer and values were good. The lead was then connected to another pulse generator and the lead then exhibited same issues. The lead was subsequently not used. No further information could be obtained.